Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007 at 6:04pm, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra meter has a calcode issue (unable to change the calcode). The reported issue began on nineteen days earlier. Hence, the patient may not have been able to test their blood glucose for 19 days. After the reported issue began, the patient reportedly developed symptoms described as "euphoric, heart is racing, dizzy, and felt like passing out." The patient was not tested on any other device at the time of concern. The patient did not take any action in regards to diabetes treatment and did not require medical intervention. It would not have been helpful to obtain the following information: testing frequency, diabetes medication regimen, date and time of symptoms, food intake, recent changes to diabetes medication regimen and testing frequency. During troubleshooting, the reported issue was not resolved. This complaint is being reported because the patient reportedly developed symptoms that can be suggestive of hypoglycemia after the reported issue started. Replacement products were sent to the patient.